Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08930. Related manufacturer reference number: 2938836-2020-08932. It was reported that the patient was admitted to the hospital for pacemaker site infection. The pacemaker system was explanted on (B)(6) 2020 without difficulty. Patient was still hospitalized on (B)(6) 2020, but was feeling better. Further treatment plan was being considered by infectious disease team. The physician did not allege our products caused the infection.